Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.